Event description:
It was reported that the atrial lead exhibited high thresholds and non-capture. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The distal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on all conductors, all of which were distorted. The outer insulation was pulled apart (overstress), breached cut, and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. The lead appeared to be stretched and exhibited apparent explant damage.